Event description:
It was reported that the user experienced a dexcom g7 pairing failure to the ilet, after which an agent assisted with stopping the existing g7 sensor and starting a new session while the ilet entered warm-up. Symptoms included hypoglycemia, with a reported blood glucose low of 37 and duration outside target exceeding one hour, without loss of consciousness or need for medical intervention. Outcomes included transient interruption of automated glucose control and user-perceived impact to blood glucose management, managed with oral carbohydrates. Investigation included troubleshooting and education regarding sensor session management and device pairing. Investigation of this case revealed a sensor-to-ilet communication/pairing issue without alerts or alarms and no evidence of device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity factors associated with cgm pairing.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.